Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and power cord were evaluated and replaced. The systems interface pcb was also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error caused the system to automatically reboot itself resulting in intermittent functionality. There is no report of a pt injury or death associated with this event.